Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called and stated that the head on the toothbrush came off in his/her mouth. No injury was reported.